Event description:
System 2000 is a height adjustable bath for assisted bathing. It was reported to us that the customer is currently carrying out a water sampling programme for both pseudomonas and legionella and advised that they have encountered particular problems with respects to our baths. With pseudomonas in particular, the customer has tried on a number of occasions to get a clear result by chlorinating, changing hoses, raising temperatures etc but has failed so far.

Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the manufacturer arjo (B)(4) on behalf of the importer (B)(4). Additional information will be provided upon completion of the manufacturer's investigation.